Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure, the patient was in a stable condition. The patient has a horizontal valve measuring to be 59 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon and the patient was hypotensive but recovered slowly. During the procedure, at 80 percent, the implant depth was at 3mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). After releasing the valve, it had migrated in aortic direction with the inflow edge of the valve observed at the sino tubular junction (stj). It was suspected that this was due to an entanglement with the ds. It was attempted to reposition the valve (tab) on the inner curve, but the snare would not hold and kept slipping out. A 26mm, non-abbott valve was implanted below the index valve. Post-implant, immediately after deployment an aortic root perforation was observed, pericardiocentesis was performed; an intra-aortic balloon pump (iabp) was placed. On (B)(6) 2026, the patient was pronounced to be deceased due to aortic perforation. The implanter believes that the cause of aortic root perforation was due to the non-abbott valve.

Manufacturer narrative:
It was reported that entanglement with the delivery system resulted in navitor valve migration upon release. Request was made to provide implant procedural imaging; however, this was not provided for review. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported difficult to remove the delivery system (entanglement with the valve) could not be conclusively determined. The event appears to be related to procedural factors; however, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure, the patient was in a stable condition. The patient has a horizontal valve measuring to be 59 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon and the patient was hypotensive but recovered slowly. During the procedure, at 80 percent, the implant depth was at 3mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). After releasing the valve, it had migrated in aortic direction with the inflow edge of the valve observed at the sino tubular junction (stj). It was suspected that this was due to an entanglement with the ds. It was attempted to reposition the valve (tab) on the inner curve, but the snare would not hold and kept slipping out. A 26mm, non-abbott valve was implanted below the index valve. Post-implant, immediately after deployment an aortic root perforation was observed, pericardiocentesis was performed; an intra-aortic balloon pump (iabp) was placed. On (B)(6) 2026, the patient was pronounced to be deceased due to aortic perforation. The implanter believes that the cause of aortic root perforation was due to the non-abbott valve.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.